Manufacturer narrative:
The reason for this revision surgery was loosening of the tibial insert. The exact date of the original surgery was is unknown, it was reported to have occured in 2002. This was not verified. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. The lot number of the device involved in this event was not provided. To adequately investigate this event, the part and/or lot number are necessary. If this information is submitted at a future date, this investigation will be re-evaluated. The root cause of the loosening of the tibial insert was the patient fell. Containment based on the information submitted with this complaint it is not possible as the agent was unable to supply the lot number or the date of the previous surgery.

Event description:
Revision surgery - due to the patient falling, it caused loosening of the tibial insert.